Event description:
Dr was using the wrench to tighten the 3 mm screws on the pin clamps of a small monotube device. The end of the curved portion of the wrench broke off inside the head of the screw on the clamp. The broken portion wasn't retrieved and is still in the screw head. After tightening the remaining screw with the opposite end; this end also suffered noticable damage from the tightening. This was the first time the instrument had been used. Dr has done many monotubes before and has never had this happen before.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.